Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that white foreign matter was found on a bd intima-ii¿ closed IV catheter system 24 g x 0.75 in. Before use. No injury or medical intervention.